Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the paramedics treated the customer for low blood glucose. The blood glucose reading was 26 mg/dl. It was stated that the paramedics were called because the customer was found unconscious. Troubleshooting revealed that the basal rates were set to high.